Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was visible moisture in display. Leak test failed due to display lens leak. Opened pump and removed from case and there was corrosion on vibrator motor, motor flex connector, keypad flex connector and force sensor plate. All of the buttons were intermittently unresponsive. The keypad was intact. Evaluation revealed that there was contamination under the button contacts.